Event description:
During a revised ileal ureteral anastomosis, the finger flange of a 20 cc syring broke off. All of the pieces were not recovered, but the surgical field was carefully inspected. The surgeon is confident that there were no syringe pieces in the surgical field.